Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00240. It was reported that the rotawire tip broke off and remained inside patient's body. The target lesion was located in an in-stent-restenosed circumflex artery. A rotawire and rotaburr were selected for treatment. The rotational speed was set at 160,000rpm. During ablation, the physician advanced the burr aggressively and consequently buckled the rotawire and broke the tip of the rotawire. The burr was not stuck in the lesion or the rotawire during the case; however, the tip of the rotawire remained inside the patient's vessel and was unretrievable. The physician could not pass additional devices across the lesion to perform stenting. As it had been decided prior to the procedure that a bypass would be performed if the lesion could not be crossed, no attempt was made to stent the wire to the vessel wall. The patient was sent for bypass and no further patient complications were reported.